Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon. During the procedure, at second inflation, it was noted the balloon ruptured at 8atm. Also, it was noted that there was a balloon pinhole. Only the device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.